Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of flow issues (fluid blockage)/ component damaged - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. A review of complaint records for the bd trifuse product family did not reveal a trend for the reported failure mode. Due to no sample being received, further investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using an unspecified bd microbore tri-fuse extension set there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by customer that two events reported while attempting to use tri-fuse. Event 1 - was attempting to use bd maxzero microbore tri-fuse extension set, 3 IV connectors. When flushing all lumens prior to applying to patient's IV, I discovered one lumen was completely occluded. Clamp was open, flush was securely attached to hub. The occlusion was on the lumen with the red clamp. Occlusion was preset with and without the cover on the opposite end of the product. Both other lumen flushed appropriately. ¿.

Event description:
It was reported while using an unspecified bd microbore tri-fuse extension set there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by customer that two events reported while attempting to use tri-fuse. Event 1 - was attempting to use bd maxzero microbore tri-fuse extension set, 3 IV connectors. When flushing all lumens prior to applying to patient's IV, I discovered one lumen was completely occluded. Clamp was open, flush was securely attached to hub. The occlusion was on the lumen with the red clamp. Occlusion was preset with and without the cover on the opposite end of the product. Both other lumen flushed appropriately. ¿

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown device manufacture date: unknown date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.